Event description:
In pt's home, nurse was drawing blood from pt per venipuncture. While drawing blood, top of vacuum tube "blew" off. Blood splash on clothes, face around eyes, in eyes and hair. Second employee, a few feet away also received blood splash on clothes, face and eyes. Blood also went several feet hitting wall with blood splatters.